Manufacturer narrative:
Preliminary analysis of the returned device confirmed that the observed behaviour is most probably due to the effect of the radiotherapy.

Event description:
Reportedly, an abnormal longevity was observed following radiotherapy. The subject device was explanted and will be returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, an abnormal longevity was observed following radiotherapy. The subject device was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis confirmed that a memory corruption occurred, most likely to to radiotherapy.

Event description:
Reportedly, an abnormal longevity was observed following radiotherapy. The subject device was explanted and will be returned for analysis.

Event description:
Reportedly, an abnormal longevity was observed following radiotherapy. The subject device was explanted and will be returned for analysis.